Manufacturer narrative:
The customer declined ge service. The mixer was recommended for replacement to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â d4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen during a case. There was no patient injury.